Event description:
It was reported by the sales representative that the patient is having skin irritation. Later, the customer service representative called the patient who stated she is not sure if the skin irritation is from the electrodes or the adhesive tape or both. The patient had a cervical fusion. The skin is very itchy, red, with blisters and welts. The patient called her cousin who is a dermatologist and prescribed steroid cream. Neo-synalar cream. The patient changed the electrodes and moved them around every day. The area is clean with alcohol. The patient has very sensitive skin. No further consequences are reported. The 72r electrodes were not returned for further evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Manufacturer narrative:
Estimated date of the event b3: december 2024 or january 2025. This follow-up report is being submitted to relay additional and corrected information. The 72r electrodes were not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor trends.

Event description:
It was reported by the sales representative that the patient is having skin irritation. Later, the customer service representative called the patient who stated she is not sure if the skin irritation is from the electrodes or the adhesive tape or both. The patient had a cervical fusion. The skin is very itchy, red, with blisters and welts. The patient called her cousin who is a dermatologist and prescribed steroid cream. Neo-synalar cream. The patient changed the electrodes and moved them around every day. The area is clean with alcohol. The patient has very sensitive skin. No further consequences are reported. The 72r electrodes were not returned for further evaluation.